Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left breast implant saline mentor smooth round spectrum 375cc, serial number (B)(4) , catalog number:3501460. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round spectrum 375cc saline breast implants that the right side deflated after implantation. The issue was diagnosed during the physical examination. As a result, the patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Visual examination indicates the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were found. The complaint was not confirmed since no anomalies were found on the device.. Mentor performs 100% inspection and testing of all devices prior to release. There is no indication this relates to manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).